Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. A boot test was performed and failed due to perpetual rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to perpetual rebooting. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.